Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 56-year-old female patient with a past medical history of coronary artery disease (cad and renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). Following impella placement in the cath lab, the patient lost distal pulses to the right lower extremity. A distal perfusion catheter (dpc) was placed. No further issues were noted. The post-procedure outcome is unknown. The impella functioned at p-8 at 2.5l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics.

Manufacturer narrative:
Ppae ( ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, investigation conclusions).

Manufacturer narrative:
The post procedure outcome of the patient was survived.